Manufacturer narrative:
(B)(4): batch #m92094. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: what piece broke of the device? Yes broken in 2 pieces. How was the piece retrieved from the patient? The biomed cannot explain how it was retrieved but he confirmed that it was easy to tack it out as it was an open surgery. Did removing the piece from the patient change the procedure of patient care? No it didn¿t. How was the procedure completed? Completed with another handpiece . Is the device available to be returned for analysis? No, already sent.

Event description:
It was reported that the jaws broke off the device during a laparoscopy procedure. The part fell into the patient but was removed from the patient. Another like device was pulled to complete the procedure with no patient consequence.